Manufacturer narrative:
H10: h3, h6: the reported device, used for treatment, was not returned for investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar event, this issue will continue to be monitored. The navio tka user's manual released at the time of the complaint provides detailed instructions for use of the anspach foot pedal the user's manual provides instruction on how to perform the drill test prior to using the anspach surgical drill and foot pedal. This is a test performed by admin users that will test speed control capabilities of the drill and will log information regarding successful completion or error encountered during the tests. The software will verify that the navio¿ handpiece, drill handpiece, and drill foot control connections are functional. When all components are connected, the system will go into speed control mode so that the user can operate the drill with the drill foot control. This failure is an identified failure mode within the risk file. A relationship, if any, between the subject device and the reported event could not be determined. No visual/functional need to be performed since the reporter noted that after submitting the field report, the foot pedal worked as expected with no issues. Root causes that could have contributed to the reported event include the user control of the anspach drill during surgery. The user must press the foot control to activate the bur.

Event description:
It was reported that during a tka procedure, while in the cut stage of the procedure the anspach pedal would not engage the bur. The connections looked good and there were no error codes being displayed, but no attempt to make the bur work were successful. The surgeon had to convert to manual procedure to complete the case. It is unknown how long was the procedure delayed. No harm to the patient. Investigations results showed that after the case was completed, it was noticed that there was no issue any more with the anspach foot pedal.